Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent deployment occurred. A 5x40x130 innova stent was selected for use during a stent placement procedure in the patient's left popliteal artery. During the procedure, inside of the patient, the device started deploying as soon as the stent delivery system was inserted through the hub of the sheath. This occurred before the physician intentionally started the deployment process. The physician was able to retrieve the stent and the patient was not harmed. A 5x60 innova stent was then used to complete the procedure without issue. No patient complications were reported. The patient's status after the procedure was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system . The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The device returned with the thumbwheel lock intact and the pull rack was at the start position. The outer sheath was kinked at the nosecone. No other damage on the shaft was noticed. The stent was returned inside of the sheath; however, it was partially deployed approximately 6.5cm from the distal end of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that inadvertent deployment occurred. A 5x40x130 innova¿ stent was selected for use during a stent placement procedure in the patient's left popliteal artery. During the procedure, inside of the patient, the device started deploying as soon as the stent delivery system was inserted through the hub of the sheath. This occurred before the physician intentionally started the deployment process. The physician was able to retrieve the stent and the patient was not harmed. A 5x60 innova¿ stent was then used to complete the procedure without issue. No patient complications were reported. The patient's status after the procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system . The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The device returned with the thumbwheel lock intact and the pull rack was at the start position. The outer sheath was kinked at the nosecone. No other damage on the shaft was noticed. The stent was returned inside of the sheath; however, it was partially deployed approximately 6.5cm from the distal end of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that inadvertent deployment occurred. A 5x40x130 innova¿ stent was selected for use during a stent placement procedure in the patient's left popliteal artery. During the procedure, inside of the patient, the device started deploying as soon as the stent delivery system was inserted through the hub of the sheath. This occurred before the physician intentionally started the deployment process. The physician was able to retrieve the stent and the patient was not harmed. A 5x60 innova¿ stent was then used to complete the procedure without issue. No patient complications were reported. The patient's status after the procedure was fine.